Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is noisy and has much pressure. The user alleges runny nose, eye irritation and headache. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 16, 2025 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the device is noisy and has much pressure, runny nose, eye irritation and headache. There were no reports of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer visually inspected the suspect ventilator and did not detect any major damage, defects, or visual issues. The manufacturer did note some foreign materials indicative of contamination at various sites of the unit, including within and around the airflow outlet port. The manufacturer was unable to confirm or produce any error codes that would support the allegations or otherwise indicate any issues adverse to the suspect unit providing proper therapy opened and did not detect any signs of melted plastic inside of the device. The manufacturer found no signs of damage or evidence of defective operation and did not detect any pinched or blocked tubing. The manufacturer also found the airpath foam to be firmly secured, without any signs of delamination or degradation. The manufacturer concludes that they could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly and the trilogy ventilator device functions as designed and the sensor pca of the unit drifted out of spec due to contamination issues. Sections d9, h2, h3 and h6 has been updated in this report.